Event description:
It was reported that: it was the first case of the day and the dr was manually bagging pt on the machine when the dr reported having problems during manual ventilation and began automatic ventilation. The dr stated that the pt's spo2 and o2 readings were fine. The dr observed that the exhaltation valve was stuck. The dr attempted to remove the disc, and upon removing it, the valve disc broke. The machine was replaced to complete the case. No pt injury.